Manufacturer narrative:
Upon reassessment of the reported event it was determined that the product did not contributed to the reported event. Hence the initial report submitted needs to be voided.

Event description:
Upon reassessment of the reported event it was determined that the product did not contributed to the reported event. Hence the initial report submitted needs to be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event dates: 2015, 2017 concomitant products: item # unknown/unknown stem/ lot # unknown. Item # unknown/ unknown head/ /lot # unknown. Item # unknown/ unknown screw/ /lot # unknown. Item # unknown/ unknown liner/ /lot # unknown. Item # unknown/ unknown taper/ /lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -01090, 0001822565 -2020 -01092, 0001822565 -2020 -01097.

Event description:
It was reported 18 years post implantation patient experienced elevated metal ions and cardiac arrhythmia. 2 years after, patient experienced right lateral hip pain along with abnormal fdg pet scan consistent with chronic toxic encephalopathy and suppression MRI of right hip showed areas of osteolysis at the posterior cortex and some capsular and synovial thickening consistent with adverse reaction to metallic debris. There was some loss of posterior cortex bone mineralization from tip of stem. No revision has been reported. Attempts have been made and additional information on the reported event is unavailable at this time.